Event description:
It was reported that the inner core of the wire guide included in the lock pericardiocentesis catheter set was found to be exposed upon opening the package. A new like device was opened to complete the procedure successfully. In a photo provided by the customer, the wire guide appeared to be unraveled. No harm to the patient has currently been reported. Additional information regarding patient outcome has been requested but is currently unavailable.

Manufacturer narrative:
PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
On (B)(6) 2023, it was confirmed that the patient did not require any additional procedures or experience any adverse effects due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information: b5, h6 - annex e and f. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation ¿ evaluation it was reported the wire guide of a lock pericardiocentesis catheter set unraveled. The customer noted that upon opening the package the wire guide was unraveled. Upon visual inspection of the returned device, the wire guide had foreign substance over the length of the device. This occurred prior to patient contact. The patient did not experience any adverse effects due to this occurrence. Reviews of documentation including the complaint history, device history record (DHR), quality control procedures, and instructions for use (IFU), as well as a visual inspection of the returned device, were conducted during the investigation. One prior to use device was returned to cook for evaluation. Upon visual inspection, the wire guide was unraveled and had an unknown substance on it. The distal weld was intact. The outer diameter of the wire guide was found to be within specification. The unknown substance was tested and was negative for bio-matter. The substance was determined to not be rust. Cook did not find evidence suggesting the device was manufactured out of specification. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the dhrs for the reported complaint device lot and the related subassembly lots revealed two relevant non-conformances. All nonconforming product was scrapped and the remaining product was 100% inspected. There is one other complaint on this lot, on the same device, which is captured in this report. Based on the available information, cook has concluded that there is no evidence suggesting nonconforming product exists either in house or in field cook also reviewed product labeling. The IFU pamphlet, c_t_ttps_rev10, packaged with the device contains the following in relation to the reported failure mode: "how supplied: upon removal from package inspect the product to ensure no damage has occurred." Based on the information provided, inspection of the returned device, and the results of the investigation, the cause for this event could not be established. As the weld is not broken, it is possible that force during transport/storage damaged the product. The substance on the wire guide was not identified. It is possible the device could have been exposed to the unknown substance during the manufacturing process; however, this cannot be confirmed. The device could have been exposed to the unknown substance at any time after the device was removed from the packaging. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Additional information: b5 correction: f10 (annex a), h6 (annex a). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
The wire guide was returned to the manufacturer for investigation. On 31aug2023 it was confirmed that the foreign substance present on the returned wire guide was not blood. Additionally, a second wire guide was returned for investigation. However, no details were provided regarding an event with the second wire guide returned. Additional information has been requested but is not available at the time of this report.